Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the unspecified foreign matter came out from the reprocessed subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The outer appearance of the subject device was checked and it was confirmed that foreign object looked like blood was stuck to the distal part. The subject device was disassembled and foreign object was found inside the air/water channel. The subject device had been reprocessed with endoclens of asp using o-phthalaldehyde. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that some liquid flowed back into the air/water channel during a procedure and was not removed during reprocessing, then the liquid flowed out of the air/water channel.